Event description:
The customer performed comparison glucose tests using her 2 contour meters. One meter read 315 mg/dl, while the other meter read "lo". The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the test strips to be operating as designed, but they are still to be returned for eval. The customer also insisted the contour that read low be replaced. Replacement products were sent to the customer.